Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the common femoral artery and the superficial femoral artery (sfa). There was a pseudoaneurysm in the sfa. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while recording ivus, the catheter broke due to overspinning. The physician was able to gently pull back the detached portion of the device, and it was completely removed from the patients body. There were no patient complications.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual inspection revealed the device was returned in two pieces. The guidewire exit port was torn, and the sheath and telescope were kinked. Visual and microscopic inspection revealed the imaging window was twisted, there were two cuts in the sheath section and the sheath was detached, and the drive shaft was broken. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence the reported sheath detachment can be confirmed.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the common femoral artery and the superficial femoral artery (sfa). There was a pseudoaneurysm in the sfa. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while recording ivus, the catheter broke due to overspinning. The physician was able to gently pull back the detached portion of the device, and it was completely removed from the patients body. There were no patient complications.